Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported the device was showing a significant drop in battery longevity when compared to the previous follow-up. With only one year of remaining battery life, the physician elected to explant and replace the device. The explanted unit has been returned for analysis; no resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported the device was showing a significant drop in battery longevity when compared to the previous follow-up. With only one year of remaining battery life, the physician elected to explant and replace the device. The explanted unit has been returned for analysis; no resulting adverse patient effects were reported.